Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. Calibration showed std.e and sens.e alarms. Qc showed a recovery at the lower side with imprecision. The alarm trace was provided for a short time frame only and showed no abnormalities. The field service engineer found tube below the wash station was disconnected. He installed new tubings. The cause was consistent with a disconnected tube from the wash station. The service actions (installing new tubings) resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
The c501 module serial number was (B)(6). The customer confirmed that qc was acceptable on 15-mar-2024. The field service engineer found that the probe from the wash station did not fill the cells with water. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' serum samples tested with albt2 tina-quant albumin gen.2 assay on a cobas 6000 c501 analyzer. Sample 1: initial result: 81 mg/dl. This result was transferred to the customer´s laboratory information system (lis) accompanied by a data flag and adapted by the lis to <300 mg/dl (lower measuring range). The customer repeated the sample. Repeat result: 1804 mg/dl. The repeat result was deemed to be correct. Reportedly, an amended report with the correct results was issued. Sample 2 was tested on (B)(6) 2024: initial result: 10 mg/dl. This result was transferred to the customer´s lis accompanied by a data flag and adapted by the lis to <300 mg/dl. No questionable result was reported outside the laboratory and the sample was repeated. Repeat result: 2192 mg/dl. The repeat result was deemed to be correct.